Manufacturer narrative:
Device eval by manufacturer: this jetstream sc-1.6 atherectomy catheter was returned and analyzed. The device was visually examined for any shaft damage and the functional testing of the device was completed. Visual examination showed no damage. The devices pod was opened to inspect for damage. Upon opening, inspection revealed that the pinion gear had slid off the drive shaft and was not making contact with the motor gear. The functionality of the device was checked by setting up the product per the instructions for use (IFU). The device primed as designed. The device was activated, and the blades did not spin as designed. The devices motor was heard; however, no tip rotation was noticed. When the pinion gear slides off the drive shaft and does not contact the motor gear, rotation of the tip would stop. The pinion gear was slid back onto the drive shaft and reengaged with the motor gear. The device was run again and confirmed the pinion gear spun off the shaft. Aspiration testing results revealed that this device performed as designed per the test procedure specification sheet. Inspection of the remainder of the device revealed no damage or irregularities. The complaint was confirmed for rotation issues; however, evacuation failure was not confirmed.

Event description:
It was reported that the jetstream catheter was losing strength and aspiration power. A 1.6mm jetstream sc atherectomy catheter was selected to treat peripheral arterial disease. During the procedure, after the first pass was made the catheter began to present a failure. The catheter was losing strength and aspiration power. No patient complications were reported.

Event description:
It was reported that the jetstream catheter was losing strength and aspiration power. A 1.6mm jetstream sc atherectomy catheter was selected to treat peripheral arterial disease. During the procedure, after the first pass was made the catheter began to present a failure. The catheter was losing strength and aspiration power. No patient complications were reported.